Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of ventrio st mesh. Per operative notes, ¿a vertical incision was made extending from above the umbilicus to just below the umbilicus. The hernia sac was dissected out. A ventrio st mesh was placed into the abdominal wall and secure it with sutures.¿ on (B)(6) 2015 ¿ patient was diagnosed with left flank incisional hernia; adhesion thereby underwent laparoscopic repair with implant of unknown mesh and explant of ventrio st mesh. Per operative notes, ¿a midline incision was made. The hernia sac was dissected out. There were dense adhesions which were taken down sharply. The old mesh had separated from the fascia. The old mesh was completely excised from abdominal wall. A 20x 15 cm size unknown mesh was placed into the defect and closed the defect with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, d6.b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.